Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. The instrument was found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm maryland bipolar forceps instrument conductor wire broke, and the instrument was moving. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified intraoperatively. The cable was frayed. There was no loss of cautery associated with the damaged cable. The instrument was inspected prior to use and no damage was observed. There is no report of a fragment falling into the patient's anatomy.